Event description:
It was reported that a syringe component was missing graduation markings and that its tip was damaged.

Manufacturer narrative:
It was reported that a syringe component was missing graduation markings and that its tip was damaged. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and it was observed that no graduation markings were present on the syringe barrel. Additionally, there is also a dent in the syringe near the top edge and damage to the tip end that appears to be melted and a small piece of plastic sticks out in the plastic that surrounds the tip. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.